Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead; serial# unknown; product type lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins) for idiopathic and fowler like syndrome urinary retention. It was reported that the patient had the ins explanted due to implant site infection. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.